Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed a bent quick connect. A functional evaluation revealed the quick connect would not lock. The action of the button was very stiff. The complaint was confirmed.

Event description:
It was reported that during a shoulder procedure, the distal quick connect of the device was broken. No backup device was available to complete the procedure. No delay and no patient injuries were reported.